Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous psa patient sample and qc result were at 0.00. The results were generated by the refurbished access 2 instrument. The number of patient results affected was not supplied. The repeat results were also not supplied. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation data was not supplied by the customer. The customer verified that the reagent pack had been misloaded and already removed from the reagent carousel. Hotline instructed the customer how to clear the misloaded pack from the inventory and instructed the customer to discard the pack. The customer did not supply any additional information. Service was not dispatched for this event. Use error is the root cause for this event. Service not dispatched, root cause known.